Event description:
It was reported that a patient experienced a hemorrhage after the lead was implanted in the spine and they could not move their legs post-operation. The reporter stated that the doctor described it as paraplegia. The lead was withdrawn from the patient. It was stated that the lead was abandoned, capped, or partially removed. It was noted that "the procedure of implantation of the lead was the good one, not the first that the doctor use." It was not clear if this meant that the doctor had to use a different lead, or if this meant that this wasn't the first procedure the doctor has done. It was later reported that the lead had been withdrawn from the patient "4 hours after the case." The patient re-gained all of their leg sensations and was able to walk normally. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)